Event description:
Customer reported meter results of 594 mg/dl, 139 mg/dl, 152 mg/dl, 194 mg/dl, and 125 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.